Event description:
The customer reported the distal end cover was detached inside the body during an therapeutic endoscopic retrograde cholangiopancreatography procedure involving an olympus distal cover. There was no patient injury reported.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.